Event description:
It was reported that the right atrial (ra) lead exhibited a sudden increase in impedance into the high range as well as non-physiological noise. High atrial thresholds were also observed on the remote pacemaker transmission. The lead was programmed off so the patient only receives ventricular pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m implantable tachy lead, (B)(6) 2013. (B)(4).